Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm. The customer also reported that the alarm was unable to clear despite for several hours, removing all power sources and restarting. This alleged failure mode poses a low risk to the patient, because the issue was observed when the companion 2 driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.